Manufacturer narrative:
Ge service representative performed an onsite investigation. Found damage pin in limo connector. Ordered part, removed and replaced limo connector. The system was tested and found to be working as intended.

Event description:
The customer reported the system displayed error on c-arm charger fail. No reports of patient injury.